Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as itchy. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied deciderm the skin irritation. Reporting out of the abundance of caution.